Event description:
The customer reported that a patient coded and they could not determine whether or not the device provided an inop alarm and requested assistance from phillips in determining this. The patient expired.